Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "statlock falls apart when it removes...the experience is that it crumbles when you try to remove it. It falls apart and are very hard to take away. Incident occurred after use." It was stated there was no patient impact. No other information was provided. It was reported this occurred on (B)(4) devices. This report addresses the (B)(4) device.